Event description:
The doctor reported he had several patients with residual astigmatism following lasik vision correction. The doctor has not provided any further information on the patients.

Manufacturer narrative:
The amo field service specialist performed an inspection of the equipment and no issues were found with the operation of the equipment. The system met the specifications for the device. The clinical development manager contacted the customer for additional information on the patients; however, the clinic has not responded to the requests. No further information is available.